Event description:
It was reported that the patient experienced had a urinary tract infection (uti) with hematuria that resulted in a prolong in-patient hospitalization. The etiology of these issues was noted as a worsening/exacerbation of a pre-existing condition. The patient was treated with piperacillin-tazo (4.5 gm q 8hrs IV) and vancoymcin (1500 mg q 12hrs IV). The outcome of the event, as of (B)(6) 2012, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v517592, implanted: 2010-(B)(6). Product type lead. (B)(4).